Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure/migration of essure device location of device: fallopian tubes') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity and congestive heart failure. Concurrent conditions included abdominal pain, dysuria, flank pain, frequency urinary, urgency urination, chills, nausea, painful periods, amenorrhea and uterine fibroids. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) 2015, fluticasone since (B)(6) 2015, ibuprofen since (B)(6) 2015, lisinopril since (B)(6) 2015, medroxyprogesterone since (B)(6) 2015, paracetamol (acetaminophen) since (B)(6) 2015, potassium chloride since (B)(6) 2015 and salbutamol (albuterol hfa) since (B)(6) 2015. In 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), migraine ("migraines"), headache ("headache"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue."), premature menopause ("hormonal changes describe: early menopause"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions"), cardiac disorder ("blood or heart disorder/condition type"), blood disorder ("blood or heart disorder/condition type"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and uterine pain ("uterus pain"), was found to have a pregnancy with contraceptive device ("pregnancy (no complications)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). At the time of the report, the device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, headache, pelvic pain, vaginal discharge, fatigue, premature menopause, female sexual dysfunction, rash, cardiac disorder, blood disorder, nausea, dysmenorrhoea, dyspareunia, weight increased and uterine pain outcome was unknown. The reporter considered blood disorder, cardiac disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, premature menopause, rash, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: 2010, (B)(6) 2013. Current weight 250 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.8 kg/sqm. Imaging procedure - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: ¿extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure/migration of essure device location of device: fallopian tubes') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity and congestive heart failure. Concurrent conditions included abdominal pain, dysuria, flank pain, frequency urinary, urgency urination, chills, nausea, painful periods, amenorrhea and uterine fibroids. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) 2015, fluticasone since (B)(6) 2015, ibuprofen since (B)(6) 2015, lisinopril since (B)(6) 2015, medroxyprogesterone since (B)(6) 2015, paracetamol (acetaminophen) since (B)(6) 2015, potassium chloride since (B)(6) 2015 and salbutamol (albuterol hfa) since (B)(6) 2015. In 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), migraine ("migraines"), headache ("headache"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue."), premature menopause ("hormonal changes describe: early menopause"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions"), cardiac disorder ("blood or heart disorder/condition type"), blood disorder ("blood or heart disorder/condition type"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and uterine pain ("uterus pain"), was found to have a pregnancy with contraceptive device ("pregnancy (no complications)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). At the time of the report, the device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, headache, pelvic pain, vaginal discharge, fatigue, premature menopause, female sexual dysfunction, rash, cardiac disorder, blood disorder, nausea, dysmenorrhoea, dyspareunia, weight increased and uterine pain outcome was unknown. The reporter considered blood disorder, cardiac disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, premature menopause, rash, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: 2010, (B)(6) 2013 current weight 250 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.8 kg/sqm. Imaging procedure - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure/migration of essure device location of device: fallopian tubes') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity and congestive heart failure. Concurrent conditions included abdominal pain, dysuria, flank pain, frequency urinary, urgency urination, chills, nausea, painful periods, amenorrhea and uterine fibroids. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) 2015, fluticasone since (B)(6)2015, ibuprofen since (B)(6) 2015, lisinopril since (B)(6) 2015, medroxyprogesterone since (B)(6)2015, paracetamol (acetaminophen) since (B)(6) 2015, potassium chloride since (B)(6) 2015 and salbutamol (albuterol hfa) since (B)(6) 2015. In 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), migraine ("migraines"), headache ("headache"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue."), premature menopause ("hormonal changes describe: early menopause"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions"), cardiac disorder ("blood or heart disorder/condition type"), blood disorder ("blood or heart disorder/condition type"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and uterine pain ("uterus pain"), was found to have a pregnancy with contraceptive device ("pregnancy (no complications)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). At the time of the report, the device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, headache, pelvic pain, vaginal discharge, fatigue, premature menopause, female sexual dysfunction, rash, cardiac disorder, blood disorder, nausea, dysmenorrhoea, dyspareunia, weight increased and uterine pain outcome was unknown. The reporter considered blood disorder, cardiac disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, premature menopause, rash, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: 2010, (B)(6) 2013 current weight 250 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.8 kg/sqm. Imaging procedure - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-dec-2019: pfs received. Reporter information, medical history, lab data added. Events: hormonal changes describe: early menopause, apareunia (inability to have sexual intercourse), rashes or skin conditions, blood or heart disorder/condition type, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain / loss specify which one: weight gain, uterus pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') and pregnancy with contraceptive device ('pregnancy (no complications)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included abdominal pain, dysuria, flank pain, frequency urinary, urgency urination, chills, nausea, painful periods, amenorrhea and uterine fibroids. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6)2015, fluticasone since (B)(6) 2015, ibuprofen since (B)(6) 2015, lisinopril since (B)(6) 2015, medroxyprogesterone since (B)(6) 2015, paracetamol (acetaminophen) since (B)(6) 2015, potassium chloride since (B)(6) 2015 and salbutamol (albuterol hfa) since (B)(6) 2015. In 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), migraine ("migraines"), headache ("headache"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue.") And was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, headache, pelvic pain, vaginal discharge and fatigue outcome was unknown. The reporter considered cystitis, device dislocation, fatigue, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: 2010, (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs and mr received. Event injury was updated to new events: pregnancy (no complications), abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal), migraines/ headache, migration of essure, pain, vaginal discharge, fatigue, device ineffective. Case became valid. New reporters, plaintiffs information added. Concomitant conditions and drugs added.